Manufacturer narrative:
Based on information received, following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, from the initial reporter. And reported that the iol was exchanged for the same lens model, but one diopter less power, indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had poor near and distance visual acuity. The iol exchanged for another lens thirty five days following the initial procedure for clinical reason of incorrect power. Additional information has been requested.